Manufacturer narrative:
This report is submitted on march 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced non-auditory stimulation, pain and a lack of clinical benefit with device use. Subsequently, the device was explanted on (B)(6) 2017. There are no plans to re-implant the patient with a new device.